Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process and that air bubbles were observed within the tubing. Customer primed the tubing to address the issue, however was unable to remove the bubbles. The customer reverted to an alternate form of insulin therapy. Customer¿s blood glucose level was 177 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.